Manufacturer narrative:
The system was examined and the reported event was confirmed. The tabletop illuminator was replaced to resolve the issue. System was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming tabletop illuminator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the equipment provided low light during a vitrectomy procedure. There were no system messages displayed. The procedure was completed with the same device. There was no patient harm.